Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced exposed mesh, vaginal prolapse, pain, frequent urinary tract infections, recurrence of incontinence, burning with urination and inflammation of the vaginal tissue. Excisions of the mesh were performed.